Manufacturer narrative:
Pt code: 2271 -labeled no. Device code: 2993 -labeled no.

Event description:
There was a reported loss of therapeutic effect and a sharp pulsing pain in pt's vaginal area following a position change.